Event description:
It was reported that there was a problem with the occluder module. At first, there was a "?" On the central control monitor. User facility advised that this event occurred about a month ago and that they have been using clamps instead of the occluder in the meantime. No other details regarding the nature of this event were provided.

Manufacturer narrative:
When testing the device, the field service rep (fsr) reassigned the module and all communication resumed. The fsr found that occluder head plunger was extended all the way. The occluder would calibrate, but when attempted to open, the "slider" disappeared on the central control module and the plunger on the head would not retract. The field service rep (fsr) installed a new occluder head. The unit operated to manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be field accordingly.